Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this event will be updated.

Event description:
Boston scientific received information that this pacemaker longevity was measured to have 1 year remaining earlier in the month, and at the end of the month longevity was found to have 3.5 years remaining. Data analysis could not confirm the exact root cause; however, the pacemaker appears to be depleting normally and is at good battery status. During the call, it was also noted that the atrium is now being undersensed, as a result of the patient's atrial fibrillation, thus the atrial tachy response episodes were occurring with less frequency. This pacemaker remains in service and no programming changes have occurred. No adverse patient effects were reported.